Event description:
Customer reported that two pts were dialyzed on a phoenix machine and both had an increase in sodium levels after the treatment. Both pts were admitted to the hosp for four days. The first pt had a history of cardiac problems and during this treatment had a myocardial infarction (mi); was hypotensive and had chest pains. Sodium level was 156. The pt was given nitroglycerin and oxygen. The second pt developed shortness of breath. Sodium level was at 160. A small amount of saline was given to the pt. A gambro clinical assistance services (cas) rep spoke with the customer and believed that a miscalibration of the conductivity could have caused the sodium levels to increase. In 10/2004, the customer performed preventive maintenance and a software upgrade. They do not have a service contract.